Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to suspected oversensing. The physician opted to turn off device therapy. Electrogram (egm) showed apparent change in morphology to a smaller, flatter complex compared to implant egms, and after shock morphology changed again to a more discernable morphology. Boston scientific technical services (ts) discussed potential causes for the observation. An x-ray from the day post implant showed that the device showed that the device had rotated and moved more posteriorly than the implant location. The field rep noted the pt complained a strong nerve pain shortly after implant, but the physician suspects that the suture tore through the muscle or at least broke causing this pain, and leaking to the device movement that has now lead to the observed sensing changes and inappropriate shock. The physician inquired if it was okay to reprogram to alternate sense vector and repeat defibrillation threshold (dft) testing. Ts stated successful dfts will not guarantee success in the future since the can position is not stable. Additional info was obtained from the field representative that surgical intervention was performed, the can was successfully repositioned and defibrillation threshold (dft) testing was successful. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.